Event description:
These monitor electrodes, when placed on the forehead of a pt, have caused small pricks and bleeding.

Event description:
Add'l info rec'd from MFR 6/23/04: MFR's eval consisted of reviewing complaint database and mfg. Records, as well as reviewing published literature for similar cases with other electrodes. MFR's labeling therefore states "if skin rash or other unusual symptom develops, stop use and remove." Additionally, MFR reviewed its mfg records for the lot reported and no issues were found. Based on the very few details available in report mw1031064, MFR cannot state with certainty whether the events described are or are not attributable to the bis sensor. However, MFR does note that these types of irritation usually resolve spontaneously.